Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was not adhering and needed sample sets. Customer reported that infusion sets would fall out when sleeping, during normal use and especially during the summer time. Customer's blood glucose was 500 mg/dl. Customer also reported of getting an infection when infusion set bent. Customer declined troubleshooting for high blood glucose. Infusion sets would be replaced.